Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (strength and date not reported). Surgery to remove the magnet was completed on (B)(6) 2024. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.